Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device had a pneumothorax and a chest tube was placed thereafter. The field representative thought that the pneumothorax occurred during device implant. No additional adverse patient effects were reported.